Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool with the insulin pump. The customer stated that the display went blank immediately after the exposure to moisture; the device was vibrating without an alarm or alert and had a constant tone. Blood glucose value was 96 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer declined the device replacement and no product was returned for analysis.